Manufacturer narrative:
Correction field to d4: serial number. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due unknown reasons. No additional adverse patient effects were reported. Attempts to obtain additional information was unsuccessful.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due unknown reasons. No additional adverse patient effects were reported.